Event description:
Customer reported that he received alarms through all the night and he decided to turn off his insulin pump. Customer was assisted with inserting a new battery; after the device turned on customer received a battery out limit. Alarm history was checked and no delivery and battery out limit alarms were found. Customer stated that hen he disconnected the insulin pump he noticed that the cannula was bent. Customer was explained that the no delivery alarms occurred due to a connection issue with the bent cannula. Customer was advised to connect back the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.